Event description:
It was reported that nuisance air-in-line alarms occurred with an administration set and pump module for a patient's infusion. The administration set was moved to a new pump module and the nuisance air-in-line alarms continued to occur. The set had been in use one day at the time of the event. Received a copy of the customer's medwatch report from FDA which states, ¿air in line" alarm but no air in line noted. Alarmed with two different pumps, but alarm stopped when tubing changed - potential issue with tubing?" An incomplete date of event of (B)(6) 2019 was provided.

Manufacturer narrative:
The customer¿s report of air-in-line alarm was confirmed. Visual inspection of the set noted tubing below the lower fitment had multiple air pockets running down to the end of the male luer. An air-in- line alarm occurred with approximately a vtbi of 72ml remaining. When the door was opened, an air bubble was observed directly below the set's lower pump segment. Pressure testing resulted in no leaking anywhere on the set while the tubing was manipulated at each engagement. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient details: dob, age; gender; weight; or diagnosis were provided.

Event description:
It was reported that nuisance air-in-line alarms occurred with an administration set and pump module for a patient's infusion. The administration set was moved to a new pump module and the nuisance air-in-line alarms continued to occur. The set had been in use one day at the time of the event. Received a copy of the customer's medwatch report from FDA which states, ¿"air in line" alarm but no air in line noted. Alarmed with two different pumps, but alarm stopped when tubing changed - potential issue with tubing?" An incomplete date of event of (B)(6) 2019 was provided.